Manufacturer narrative:
(B)(4). Leak/cut. The balloon was returned cut on the closed end, it was also noted that the buckle was cut on one side. These cuts were probably performed during the explant procedure, and therefore it was unable to perform a leak test, as the device was too damaged. The complaint cannot be confirmed, device returned for evaluation was damaged and it was not possible to localize the leak under visual inspection. Balloon leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its occurrence and causes are documented within the product's instruction for use (IFU). A device history record (DHR) review was performed on the band/balloon returned for investigation and final packaging lot, and no discrepancies were recorded during the manufacturing process. It was also noted that 100% of all devices are leak tested prior to lot release; therefore it is unlikely that manufacture process contribute at this event description. Complaint information is trended and monitored by obtech medical on a regular basis. No further investigation other than what is outlined in this file can be performed at this time. This complaint is being closed to trending.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post adjustment of a realize adjustable band on (B)(6) 2011 of 8.9ccs, the patient reported no restriction within a day or two. A fluoroscopy was done on (B)(6) 2011 and there was 1cc. The patient had 13 adjustments since band implant and one was for removal of fluid. At the time the band was removed, a leak was noticed at the superior portion of the band. The band had been successful prior to this. The band was not replaced. There was no adverse consequence to the patient.